Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 218369994 was returned and analyzed. Visual inspection showed the introducer was removed, the tip and loop section of the catheter was damaged and electrodes #4 and #5 were crushed. The shape of the loop was not circular but rather had a helicoidal shape. In conclusion, the reported tip damage issue was confirmed through visual inspection. The mapping catheter failed the returned product inspection due to a kink on the pebax. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while attempting to insert the mapping catheter into the balloon catheter, the mapping catheter became stuck. After many manipulations, the mapping catheter was able to be removed. When removed, it was observed the tip of the mapping catheter was kinked and an electrode was damaged. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.